Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of over 800 mg/dl with ketones a healthcare provider deemed life threatening on (B)(6) 2026. Reportedly, the cartridge had been used beyond labeling. Tandem technical support educated the customer on insulin labeling. Due to the elevated bg, the customer presented with confusion, vomiting, as well as an acute kidney injury (specific injury not provided). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage.